Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad. The blood glucose reading was 382 mg/dl. The customer stated that she was trying to perform a bolus, but when she went to input the blood glucose, the numbers began scrolling. She stated that she tried to resolve the issue by taking the battery out, but she found that the buttons did not respond thereafter. She stated that she had gone skiing and plummeted, hitting the right part of her head leading up to the event. She noted that the device had been in her pocket at the time. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and with cracked reservoir tube.